Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0c5ke, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that when the patient had their implant for the first week, they only catheterized once or twice a day. In the past 2 weeks, the patient had been catheterizing 3-4 times a day or more. It was also noted that the patient was feeling stimulation. The patient had not been able to empty their bladder for the past 2 weeks. It was reported that the patient did not move much or bend. The patient could not turn stimulation up any more because it was not comfortable. It was noted that the patient was on program 1 at 0.7v but it made them feel anxious and didn¿t want to increase it and have to turn it up and down. The patient had a follow-up appointment scheduled for (B)(6) 2014 with their health care provider (hcp). The patient did not get instruction on changing the setting from their hcp and had not contacted their hcp yet. It was reported that the patient had a loss of therapeutic effect. The patient had not been bending or lying still. It was reported that when the patient did careful back bending they could feel it and it was working because it was like a ¿biting rabbit in their pants.¿ the patient went from a 3 last week to a 7 this week. Follow up information received on feb. 18, 2014 reported that there were no abnormal impedance measurements. It was noted that the event was due to the programming or programmer because the previously known program was not yet given to the patient at the time of surgery. The intervention was reprogramming on (B)(6) 2014 and a new program was provided based upon the last known effective settings. It was noted that the outcome was unknown at the time of the report. The patient didn¿t require hospitalization due to the event and the patient outcome was reported as no injury. Additional follow up information received on march 6, 2014 reported that the patient was still having concerns with their device or therapy but was working with their health care provider (hcp) or manufacturer representative. It was noted that they changed the program but it wasn¿t working and that the patient would have an appointment next year. The indications for use were noted as urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.